Event description:
During a laparoscopic hysterectomy, a harmonic scalpel was in use by surgeons. Compromised integrity of the white padding on the tip of the disposable instrument was noted by doctor. Evaluation of tip revealed a split in the white padded tip. A new disposable device was opened and used without incident. The compromised device was retrieved, tagged, and taken to materials management. There was no harm to the patient.